Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was "unresponsive and delayed when touched or random parts start to respond that were not touched." Additionally, it was reported that out of range issues occurred between the transmitter and pump. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.